Event description:
It was reported to ventec that the device was not providing adequate ventilation output. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
The device was evaluated by ventec where the reported issue of it not providing adequate ventilation output was confirmed. Ventec opened the device in order to perform a visual inspection and observed that there was evidence of fluid contamination throughout the low pressure path components of the device. Ventec then replaced the following contaminated components: blower, cough assist valve to outlet coupler, cough valve to blower inlet coupler, exhalation control module (ecm), redundant airway pt6 tube, airway p15 tube, transducer to cough assist coupler, blower to cough assist valve coupler, intermediate cough and internal flow transducer (ift). Ventec was unable to conclusively determine what the observed fluid may have been or how it had entered and contaminated the device. Proper device operation was then confirmed through functional and performance testing. Ventec did observe contamination within the device which may have impacted its functionality, however, the cause of the reported issue could not be conclusively determined.